Manufacturer narrative:
At bench repair, the v60 device was evaluated for the reported issue, and it was determined that the device required a replacement of the power switch overlay and user interface (ui) printed circuit board assembly (pcba) to resolve the reported issue. Bench repair also replaced the battery that was found to be over 5 years old. The device passed the required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 indicating that the unit turns on when plugged in. It was reported there was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. During bench repair, the v60 was evaluated for the reported issue. It was discovered that the battery was over 5 years old. A replacement of the battery is to be performed. The investigation is ongoing.